Manufacturer narrative:
In the case description, the user mentioned receiving multiple 12 u boluses uncommanded. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Review of the android log files confirmed the delivery of several 12 u boluses since the user's start on the controller. The audit log files show boluses delivered with a mix of blood glucose (bg) and carb entries entered into the bolus calculator and all of them had the confirm and start buttons pressed to deliver the boluses. The two most recent 12 u boluses show no entry of carbs or bg into the bolus calculator. Review of the engineering logs show that for each of the four 12 u boluses captured in the engineering logs, the bolus button was pressed to open the bolus calculator. The use sensor button was then pressed to load bg values from the continuous glucose monitor (cgm) into the bolus calculator for the two boluses showing entry of bg values. These inputs produced suggestions of 0 u, which is correct based on the current iob and the user's settings. The engineering logs show that for these 12 u boluses, the total bolus text was changed one digit at a time from 0 to 1 to 12. The logs then show that the confirm button was pressed to transition to the confirm bolus screen and the start button was pressed to start delivery for each bolus. The bolus records for the four 12 u boluses captured in the engineering logs show that boluses were user adjusted from 0 u to 12 u. The logs show evidence of interaction with the controller in order to program, confirm, and start delivery of all boluses. No evidence of an uncommanded bolus was observed in the available log files. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's mother reported about a month ago the patient's hcp (health care provider) made some adjustments to the patient's pump settings, and since that time, the patient has been receiving uncommanded boluses of 12 units. This is 4 times the amount the patient would typically need from a bolus. The mother reported on (B)(6) 2025 the patient received two uncommanded boluses. The first one at 4:26 pm showing a 12-unit bolus delivered manually and the second one at 11:54 pm showing 12-unit bolus delivered manually. The patient's blood glucose was reported to have declined to 40 mg/dl. The mother and patient denied programming these boluses. At the event that occurred at 4:26 pm, the controller was reported to be in the kitchen and at the 11:54 pm event the controller was on a tv stand in the patient's bedroom. The patient had gone to bed at 10 pm and everyone else in the house was asleep. The mother reported the controller is not reachable from the bed by the patient, and furthermore, the patient would have had to get out of bed to interact with the controller which the patient confirmed they did not do. The mother reported no unusual behavior with the controller prior to the uncommanded boluses. The uncommanded boluses were found after contacting the patient's physician due to recent hypoglycemia and were advised by the nurse that 12-unit boluses had been delivered manually based on the information they saw from the pdm history. Once it was brought to their attention the mother reviewed the controller and saw the boluses. Clinical product support reviewed the bolus history and found 12 units bolus amounts with 0 carbohydrates and no blood glucose entered. The mother again confirmed the boluses are not being programmed by the patient. The patient did not require any medical treatment. The device is expected to be returned for investigation.